Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2018 with the following findings: during investigation, the black box showed evidence of a voltage drop resulting in a battery alarm on the complaint date. The pump powered on with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were also found to be damaged. There was evidence of moisture contamination found on the inside of the battery compartment. There was a cover cracked found. The current draws were within specification. A leak test failed due to a battery compartment leak. The pump case was removed and there was evidence of additional moisture inside the pump. The "battery life" issue was not duplicated during investigation. (B)(4).